Manufacturer narrative:
The investigation for automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the logs reported issue that purge disc couldn't be detected was confirmed. The purge disc flag was found to be broken (missing at the blue purge disc retainer). The root cause of the issue was a broken purge disc flag. B5 updated with additional information. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12699: d6a should have been blank. E4 should have been blank. G1 reporting contact fax number missing. H.6 code 4629 was reported incorrectly. New code was added to health effect - impact code.

Event description:
Additional information received that the decision was made to withdraw care and the patient expired. Per medical safety officer review there is not enough information to associate use of device with outcome.

Event description:
The complainant reported a 20-year-old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported the associated automated impella controller (aic) showed a purge disc not detected alarm. A nurse had been performing a routine purge cassette and bag change when the alarm occurred. The aic did not recognize both the old and new purge discs. Medical staff then replaced the aic successfully. No patient harm has been reported, and the patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.